Manufacturer narrative:
The device was not returned. It was discarded by the user. A visual evaluation was performed of video and photographs provided by the customer. The visual evaluation confirmed the reported difficulty to inflate. We are unable to determine when this may have occurred. The examination did not confirm the alarm. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, after insertion, the iab became curved and it could not be inflated completely. A "leak in iab" alarm was generated. The iab was removed and replaced. There was no reported injury to the patient.